Event description:
The patient felt stimulation in her back and legs though she only needed it in her back. It was noted that the patient fell four weeks post-implant. The patient identity was unknown. Further follow-up was not possible.

Manufacturer narrative:
(B)(4).